Event description:
It was reported that "it was unable to pace after the catheter was inserted. The catheter was replaced and the problem was solved." No patient injury was reported.

Manufacturer narrative:
The product was returned for evaluation. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Continuity testing was performed by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Continuity testing found the distal electrode had an intermittent condition between the lead wire and the electrode, when flexing the tip area of the catheter. Proximal electrode was continuous without any intermittent condition. No short conditions were observed between the proximal and distal electrodes. No visible damage was observed from catheter body or returned monoject 1.3cc limited volume syringe. Resistance was measured using fluke multimeter. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "it was unable to pace after the catheter was inserted. The catheter was replaced and the problem was solved" was confirmed. An awareness training was conducted at the manufacturing site to prevent recurrence of this type of complaint.